Manufacturer narrative:
(B)(4). The reporter identified the device as an abbvie 15fr peg tube. The lot number was not provided as the lot information was not available to the reporter. Therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿(1) the rate of complaints for stoma infections with abbvie peg tubes is well below the rates cited in literature. (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 12-oct-2015, a nurse contacted abbvie to report that on (B)(6) 2015 the patient was admitted to the hospital for altered mental status secondary to a suspected urinary tract infection. It was reported that the patient had a prior urinary tract infection on (B)(6) 2015 before the start of duopa therapy, and lab result on (B)(6) 2015 was negative for the urinary tract infection. The patient was found to have a stoma site infection which was confirmed by a microbiology wound culture on (B)(6) 2015 that showed heavy growth corynebacterium gram negative. It was reported that the patient is still hospitalized receiving cipro and vancomycin for the infection. The peg j tubing was placed on (B)(6) 2015. It was reported that the peg tubing was an abbvie 15f peg tube.